Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which showed reported issue was recorded. The issue was traced to non OEM parts found installed into the device's drivetrain assembly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. All non OEM parts were replaced and the device passed all testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an error indicating the plunger was not in place. There was unknown patient involvement, no patient injury was reported.